Event description:
A customer reported that the tip of the probe was broken before surgery. There was no patient impact.

Manufacturer narrative:
The customer returned 25+ probe for "broken tip." The complaint could not be confirmed for "broken tip". The sample was visually inspected and found to be visually conforming. The sample was functionally tested and found to be conforming for aspiration and actuation; nonconforming for cut test (chews). Further evaluation by quality engineering technician confirmed that the tip of the probe is intact. Checked the probe for loose needle condition and the needles/stiffener are properly bonded. The probe was disassembled and the components inspected. The inner cutter exhibited significant wear on the cutting edge (with deep gouges) indicating the probe may have been used extensively. The significantly worn/damaged inner cutter edge has affected the cutting ability of the probe. The device history records for the component lots were reviewed. The associated lots (6) were released based on the manufacturer's acceptance criteria. Root cause 1: not applicable for "broken tip" as this statement appear to indicate either a port failure or loose needle. Neither is the case for this returned sample. Root cause 2: product evaluation determined damaged cutting edge. Significant wear and deep gouges on the cutting edge indicates that the probe has been used; unable to determine how or when the cutter became damaged. All probe components are 100% inspected by trained operators during manufacturing. Any nonconformance detected (such as "cut failure") would have been removed from the lot. (B)(4).